Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient went to emergency room due to low blood glucose levels on (B)(6) 2024. Patient's blood glucose at the time of event was between 6-11 mmol/l. Patient was treated via glucose infusion. Patient was released after one hour. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.